Event description:
Event description this implantable cardioverter defibrillator (ICD) device was retrieved from archive for further investigation. The titanium casing was opened. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification. Detailed analysis will be performed in order to determine the overall impact to this device's longevity.